Event description:
It was reported to boston scientific corporation that during a therapeutic placement of an ultraflex esophageal stent on a male, the suture broke midway through the deployment of the stent. The whole stent system was retrieved over the guidewire and new stent was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.